Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.

Event description:
Customer received a result of 314 mg/dl on the mobile system, and a result of 120 mg/dl on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips were not returned.